Event description:
During a apod procedure on the (B)(6) year old female patient, after the stent replacement, the doctor removed the flexor sheath. When he pulled the sheath, it began to leak from the hub. He spent much time trying to stop blood loss. Finally he was able to finish the procedure. The patient did not require any additional procedures nor experience any adverse effects to this occurrence.

Manufacturer narrative:
During our investigation, a functional test was conducted, as well as, a review of the complaint history, quality control (qc), trends and a visual inspection of the returned used sheath. The visual examination revealed the device was returned with the hub detached upon close inspection, it was noted that the flare appeared slightly undersized. However, the device was reassembled and leak tested. Functional testing of the device could not replicate the leakage failure mode. The flare was also held secure in the cap once reassembled. Per quality control instructions, there a confirmation that the appropriate check-flo assembly has been used and the fittings are secured. It is also verified that the disc is clean and free of debris and correctly positioned in cap in addition, the quality control personnel confirm the flare on the proximal end of sheath is caught securely in proximal fittings and that the sheath does not rotate in cap fitting. Furthermore, the check-flo valves are 100% air leak tested. The instructions for use (IFU) for this device gives a precaution stating that "the maximum diameter of the instrument or catheter to be introduced should be determined to ensure its passage through the introducer all instruments or catheters used with this product should move freely through the valve and sheath. Damage to the valve/introducer may result when the fit is tight." Due to the state of disassembly of the device, a definitive root cause is difficult to determine; however, detection activities for this failure mode have been conducted. The appropriate internal personnel will be notified of this event and we will continue to monitor this device. Per the quality engineering risk assessment, the addition of this, risk does not change the conclusion that no further action is required.

Manufacturer narrative:
(B)(4). Event is still under investigation at this time.